Event description:
It was reported the patient underwent surgical revision of the ins pocket. The patient had been having difficulty charging and was unable to get more than two coupling bars. The device had overdischarged. Following the pocket revision the ins was restored to charging and stimulation capability. The date of the revision was unknown.